Event description:
Customer reported with an issue of "channel port came out". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: device inspection noted the device was received in condition with port (channel biopsy port) not attached. The customer reported issue was confirmed. Furthermore, found fluid invasion of eyepiece caused blurry image and corrosion, and corrosion of c-cover. Device was placed under aeration to dry and once completed, image found still blurry and stained. Evaluation of the device confirm the customer reported issue of "channel port came out " as device was found with port detached upon inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the channel port/forceps base was damaged and dislodged because of stress, handling, or other factors. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.